Event description:
The customer reported that the mlc displayed within the window as being closed, but a check inside the room showed they had indeed assumed the correct position according to plan. This happened to them twice, different pts and a restart of the treatment appt has "fixed it" both times. No report of pt harm.

Manufacturer narrative:
No misadministration was reported in this case. Though still under investigation, varian has determined that a MDR is appropriate, as this is a malfunction of a safety mechanism and could potentially lead to a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.